Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in an unspecified vessel the fox plus balloon ruptured at or above 8 atmospheres. The device was completely removed without difficulty and dilatation was completed using a second fox plus. There was no adverse patient effect. Though requested no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming.